Event description:
The customer received a blood glucose reading of 158mg/dl on a breeze2, re-tested on a different breeze2 and the reading was 55mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned. New meters were sent to the customer.